Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there is noise on this lead. The lead remains implanted at this time. There was no mention of intervention.